Manufacturer narrative:
Per the clinic, the patient underwent skin flap rotation surgery under general anaesthesia. Device analysis report attached.

Event description:
Per the clinic, the patient developed an infection at the post-auricular wound site due to healing issue, wound breakdown along the suture line, wound dehiscence, implant extrusion, and the formation of a chronic fistula (specific date not reported). It was also noted that the mastoid tissue showed neutrophilic infiltration and evidence of acute-on-chronic inflammation. The patient was initially treated with oral antibiotics approximately one month prior to explantation (specific date and duration not reported). The device was subsequently explanted on (B)(6) 2025. Post-operatively, the patient was hospitalized overnight and received IV antibiotics (specific date and duration not reported). In addition, the patient also underwent skin flap rotation surgery as the existing skin was too eroded to be re-used (specific date not reported). There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.